Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer receiving an unknown drug via an implantable pump. Indications for use not reported. The patient had surgery for a pump revision on (B)(6) 2015. The pump came out of the pocket and part of it was poking her skin. Per the patient this issue began 4 or 5 months ago and the patient waited for 3 months for the surgery. Device information, drug, diagnostics and the cause of the erosion and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.